Event description:
Customer reported to beckman coulter, inc (bec) that the access 2 immunoassay system generated an erroneous human follicle stimulating hormone (fsh) result. Customer reported that the erroneous result was not reported out of the laboratory. Customer reported that there was no change to patient care. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) adjusted the mixer motor setting that was out of specification. The fse then cleaned and lubricated the mixer tensioner.